Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)). (B)(4). Event description continuation: after the steam pop the pressure dropped. The left atrial flutter was resolved but the atrial fibrillation portion of the procedure was aborted due to the event. The overall time for ablation is approximately two hours and 20 minutes. The last ablation cycle time at the site of injury was 35 seconds. Settings during the event include: power mode / power settings 30 watts cutoff is 50 watts / temperature 38 degrees c threshold 42 degrees c cutoff is 52 degrees c / impedance 125-130 ohms in the left atrium around 140 ohms in coronary sinus / irrigation flow setting is automatic from smartablate generator / st. Jude agilis steerable introducer sml, nxt , 8.5f sheath was used. The power was titrated during ablation and reached its target in the first three seconds. There were no errors reported by the biosense webster systems during the procedure. The patient did not require hospitalization and has fully recovered. The physician¿s opinion regarding the cause of this adverse event is that this is due to difficult patient anatomy as the patient previously had multiple procedures done. Biosense webster product was never questioned as a cause of the event.

Event description:
It was reported that a patient, (B)(6), female, underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade and cardiac arrest which required pericardiocentesis and CPR. During the procedure, the physician moved the ablation catheter to the coronary sinus and made about 6-7 ablations at 15-20 watts. A non-MDR reportable, high impedance spike was noted, that did not stop the ablation as it did not reach the threshold for delta impedance or max impedance. They then went back to the left atrium and started ablating again when the patient's pressure dropped. The physician said they felt a steam pop in the left atrium just minutes prior to the pressure dropping from the pericardial effusion. CPR was initiated and patient was brought back to normal sinus rhythm. A transthoracic ultrasound was performed and a large pericardial effusion was noted. A pericardiocentesis was performed and the procedure was aborted. Additional information was received on the event. It was noted that this patient had a medical history of a maze procedure, mitral and aorta bioprothesis replacement. The patient received heparin (80 units per kg) to keep her anticoagulation around 200-300s. A transeptal puncture was performed with a st. Jude brk 1 needle. The event occurred during the ablation phase. Once the tachycardia was terminated the physician heard a steam pop and ablation was manually stopped. Settings during the steam pop: 35 seconds of ablation, impedance 120 ohms, temperature 38 degrees c.

Manufacturer narrative:
(B)(4). The labeling of the device was not affected. An internal corrective action has been opened to address this issue. (B)(4).